Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose level. The customer's blood glucose level was 29 mg/dl. The customer drank so much juice already. The mother stated that insulin pump sounded as it was delivering insulin but it squirted insulin and the blood glucose levels went low. They also reported that the retainer ring was hanging on the tubing. It was unknown if the insulin pump was on auto mode at the time of incident. The mother declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.